Manufacturer narrative:
Correction: based on the additional information received, file is no longer reportable as account indicated that the haptic was not properly aligned in the cartridge when loading and it happened due to use error. The following code have has been added to reflect the new information: medical device problem code: 1670 - use of device problem all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that non-preloaded monofocal intraocular lens had haptic detached upon lens insertion. The lens was removed and placed during the same procedure with another lens with same diopter. The product was discarded. There is no injury, and no medical or surgical intervention is required. No further information is available.